Manufacturer narrative:
Results: the complaint about "invalid impedance" was confirmed. As received, model 3186 microscopic inspection of the returned lead model 3186 revealed a kink with broken wires were observed. The damage observed is consistent with overstress the lead was subjected to at the proximal end of the swift-lock another while the lead was in the pt. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had 2 leads (from the same lot) implanted as part of his scs system. It was reported the pt experienced ineffective stimulation. Diagnostics indicated invalid impedance readings on all lead contacts of one lead. Surgical intervention was undertaken and the lead was explanted and replaced. The pt reported effective stimulation coverage postoperative.